Manufacturer narrative:
The intent of trial procedures is to verify not only if the therapy is effective, but also to confirm approach and placement of the device. In this case, the patient's anatomy and tissue quality appears to have hindered the procedure. The physician suggested to the nalu representative present at the procedure that possibly the sharpness of the surgical tool may have played a role in the failed implant. The tools were discarded during the procedure and thus unavailable to the firm for inspection to confirm the condition of the spoonbill needle.

Event description:
On (B)(6)2025 the patient was prepped and anesthetized to implant a nalu trial system. The peripheral nerve stimulator trial was intended to treat lower arm pain by targetting the brachial plexus nerve. During the procedure, the spoonbill needle that was provided by nalu was inserted but the physician was unable to advance the needle without significant pressure due to the patient's thick tissue and vascular structures in the area of insertions. After unsuccessful attempts to advance the spoonbill needle, the physician reported being uncomfortable proceeding and the procedure was aborted. The physician noted that there was no other approach he was comfortable with due to the patient's anatomy and the desired nerve target. The patient was discharged with no adverse reactions after the unsuccessful trial procedure.